Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during dwell 5 of 5. A fluid leak was subsequently discovered in treatment complete. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid was seen on top of the machine. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's caregiver confirmed the reported event, stating that they had discovered a few drops of fluid on top of the cycler when breaking down the treatment. The caregiver confirmed they did not discover any fluid in the pump module area nor on the external portion of the cassette. The caregiver stated that there was no fluid leak from the solution bag, or any damage noted on it. The cause and source of the reported fluid was unable to be identified. The caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued treatments without issue on the cycler the following day. The caregiver confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during dwell 5 of 5. A fluid leak was subsequently discovered in treatment complete. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid was seen on top of the machine. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's caregiver confirmed the reported event, stating that they had discovered a few drops of fluid on top of the cycler when breaking down the treatment. The caregiver confirmed they did not discover any fluid in the pump module area nor on the external portion of the cassette. The caregiver stated that there was no fluid leak from the solution bag, or any damage noted on it. The cause and source of the reported fluid was unable to be identified. The caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued treatments without issue on the cycler the following day. The caregiver confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.